Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced hyperglycemia event on (B)(6) 2025 due to bent cannula. The blood glucose level was 400mg/dl no further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The lot 6010358 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. Test results: visual test according to with wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review the lot 6010358 was manufactured according to the document version 75 manufactured in the line #6, on 19/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/apr/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6010358 and other no more complaint have been registered in database for the same lot 6010206 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.